Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as surgical damage. And observed, an opening on plug strap assessed, as an unidentified (tear) opening. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side saline "rupture". Device has been explanted.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/04/2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side "deflation". Device has been explanted and replaced.